Event description:
It was reported by pt's attorney that pt underwent left total shoulder arthroplasty in 2007. Post-operatively, a fracture of the humerus was noted and pt was revised in the next day, wherein the humeral stem was exchanged. Post-op x-rays taken at about 13 days later, revealed that the articulating glenoid component was displaced. Pt was revised again at about 2 days later, wherein the polyethylene, humeral cup, glenoid head, and humeral stem were exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.